Event description:
Regulatory agency has reported "a total rupture of the device, fluid leakage and pain". Confirmed by ultrasound and MRI. Device has been explanted and replaced with a non-allergan device. This relates to the right side

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Regulatory agency has reported, "a total rupture of the device. Fluid leakage and pain". Confirmed, by ultrasound and MRI. Device has been explanted and replaced with a non-allergan device. This relates to the right side.